Manufacturer narrative:
The lot was manufactured august 26, 2014 ¿ august 27, 2014. The device was received for evaluation. Visual inspection identified that the housing was malformed. The cause of the malformed housing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was ¿broken from inside packaging¿. There was no patient involvement. No additional information is available.